Event description:
A pump declared an altitude alarm, and there was no adverse impact on the customer's blood glucose level. The customer refused to continue troubleshooting with technical support. Instead, the customer decided to change the cartridge and infusion set before disconnecting the call.